Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic area') and vaginal haemorrhage ('abnormal bleeding - vaginal bleeding') in a 26-year-old female patient who had essure (batch no. 624847) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included congestive heart failure, flank pain, hip sprain and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), pollakiuria ("urinary frequency"), back pain ("severe and persistent pain in lower back") and mood swings ("mood swings"). In 2017, the patient experienced rash macular ("red blotches on arms after removal of essure / red blotches all over my stomach and back"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and adnexa uteri pain ("pain above my ovaries"). The patient was treated with surgery (exploratory laparoscopy to try to find reason for the bleeding/novasure endometrial ablation and she underwent bilateral salpingectomy on (B)(6) 2017 to remove the essure coils/exploratory surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and mood swings was resolving, the vaginal haemorrhage, dyspareunia and rash macular had resolved and the pollakiuria, back pain, female sexual dysfunction and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, pollakiuria, rash macular and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: medical records:3 coils noted on both sides. Discrepancy noted: date(s) of insertion: (B)(6) 2008 previously reported. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Lot number 624847: manufacturing date:2007/07, expiration date:2009/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic area') and vaginal haemorrhage ('abnormal bleeding - vaginal bleeding') in a 26-year-old female patient who had essure (batch no. 624847) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test." The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included congestive heart failure, flank pain, hip sprain and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), pollakiuria ("urinary frequency"), back pain ("severe and persistent pain in lower back") and mood swings ("mood swings"). In 2017, the patient experienced rash macular ("red blotches on arms after removal of essure / red blotches all over my stomach and back"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and adnexa uteri pain ("pain above my ovaries"). The patient was treated with surgery (exploratory laparoscopy to try to find reason for the bleeding/novasure endometrial ablation and she underwent bilateral salpingectomy on (B)(6) 2017 to remove the essure coils/exploratory surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and mood swings was resolving, the vaginal haemorrhage, dyspareunia and rash macular had resolved and the pollakiuria, back pain, female sexual dysfunction and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, pollakiuria, rash macular and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: medical records:3 coils noted on both sides. Discrepancy noted: date(s) of insertion: (B)(6) 2008 previously reported. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 29-jul-2020: medical records received. Essure lot number was added. Essure insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain in pelvic area") and vaginal haemorrhage ("abnormal bleeding - vaginal bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included congestive heart failure, flank pain, hip sprain and dysfunctional uterine bleeding. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), pollakiuria ("urinary frequency"), back pain ("severe and persistent pain in lower back") and mood swings ("mood swings"). In 2017, the patient experienced rash macular ("red blotches on arms after removal of essure / red blotches all over my stomach and back"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and adnexa uteri pain ("pain above my ovaries"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017 to remove the essure coils/exploratory surgery) and surgery (exploratory laparoscopy to try to find reason for the bleeding/novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and mood swings was resolving, the vaginal haemorrhage, dyspareunia and rash macular had resolved and the pollakiuria, back pain, female sexual dysfunction and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, pollakiuria, rash macular and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received. Event outcome updated for red blotches. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain in pelvic area") and vaginal haemorrhage ("abnormal bleeding - vaginal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included congestive heart failure, flank pain, hip sprain and dysfunctional uterine bleeding. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), pollakiuria ("urinary frequency"), back pain ("severe and persistent pain in lower back") and mood swings ("mood swings"). In 2017, the patient experienced rash macular ("red blotches on arms after removal of essure"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia") and adnexa uteri pain ("pain above my ovaries"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017 to remove the essure coils/exploratory surgery) and surgery (exploratory laparoscopy to try to find reason for the bleeding/novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and mood swings was resolving, the vaginal haemorrhage had resolved and the pollakiuria, back pain, rash macular, female sexual dysfunction and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, pollakiuria, rash macular and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: the case is incident. Reporter information was added. This case concerns (B)(6) patient. Her demographics were added. Her concurrent, historical medication/conditions were added. Essure indication was amended. Essure removal date was added. Per plaintiff fact sheet following event severe and permanent injuries was updated to more specified events: severe and persistent pain in pelvic area, abnormal bleeding - vaginal bleeding, painful intercourse, urinary frequency, severe and persistent pain in lower back, mood swings, red blotches on arms after removal of essure, apareunia, pain above my ovaries and patient did not undergone essure confirmation test were added. She had recovered from bleeding and recovering from pain with intercourse, mood swings and persistent pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.